Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an occlusion alarm occurred on an ilet system, with visual inspection of the cartridge area, ilet connect, tubing, and infusion site showing no noted damage, and insulin observed to flow when disconnected; troubleshooting included replacing the infusion set and refilling tubing, and relocating the contact detach infusion site from the abdomen to the upper thigh due to suspected site issues. Symptoms included hyperglycemia with blood glucose reportedly as high as 489 mg/dl and sustained levels above range for several hours, without ketone testing supplies available and without acute clinical sequelae reported. Outcomes included the need for troubleshooting and education, continued dosing guidance, and subsequent downward trend in glucose. Investigation included review of alerts history, visual inspection, and user-led component replacement. Investigation of this case revealed an occlusion alarm with unclear root cause and a probable transient blockage or site-related flow resistance. It was concluded that hyperglycemia occurred in association with an occlusion alarm and suspected infusion site or tubing back-pressure, with cause not definitively determined. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.